Event description:
The customer received a blood glucose reading of 453 mg/dl. He retested and received a reading of 229 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips are to be sent.